Event description:
The pt had an ams monarc sling implanted (B)(6) 2008. It was reported that the pt experienced "mesh erosion" and "opted for excision of affected mesh with revision."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.